Event description:
It was reported that (1) er320 was used with fdc10 kit during a lap chole procedure. It was reported by the rep that the er320 had two clips scissored. The surgeon heard a crunching sound prior to clip formation. Opened another device to complete the case. There was no consequence to pt.